Event description:
Hill-rom received a report from the account stating the head of bed was running up on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the siderail hand pendant to be malfunctioning. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the hand pendant to resolve the issue. Based on this information, no further action is required.